Event description:
The customers problem description included crash, and clarified to: the screen had a flash when the device boot-up. There was no pt involvement with this issue. There was no death or serious injury to the pt.

Manufacturer narrative:
(B)(4): the customer initially reported, "crash." Subsequently the symptom was clarified to be that the screen had a flash when the device booted-up. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.